Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, d4, g3, h1, h2, h3 and h6 there was difficulty removing the saber .035 9mm x 4cm balloon after inflation/deflation through a 6f rain sheath as intended. The non-cordis inflation device was used successfully with other devices during the procedure. The device was removed from the patient intact (in one piece). The intended lesion was in the common iliac. The lesion was noted to have moderate calcification. The vessel was also noted to have moderate tortuosity. The lesion had an 85% stenosis. The device was not being used to treat a chronic total occlusion (cto). There was no reported injury to the patient. The device was stored according to the instructions for use (IFU). There was no difficulty removing the device from the hoop, removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepped per the IFU. The device prepped normally and was able to maintain negative pressure. The device did not have difficulty while advancing through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The device was inflated one time prior to removing from the patient. The balloon was inflated and deflated. The product was not returned for analysis. A product history record (phr) review of lot 82241221 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon withdrawal difficulty - through guide/ sheath¿ could not be confirmed as the device was not returned for analysis. Procedural images were not provided for review. The exact cause could not be determined. Procedural or handling factors may have contributed to the reported event as the device was successfully withdrawn. According to the instructions for use, which are not intended to mitigate risk, ¿deflate the balloon by pulling vacuum on the inflation syringe or inflation device. Remove the vacuum (do not apply pressure) and carefully withdraw and remove the catheter. Note: gentle counterclockwise rotation of the balloon may ease withdrawal from the sheath or from the percutaneous entry site. If the balloon cannot be withdrawn through the sheath, withdraw the catheter and sheath as a unit.¿ neither the phr review nor the information provided suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, there was difficulty removing the saber .035 9mm 4cm balloon after inflation/deflation through 6f rain sheath. D as intended. The non-cordis inflation device was used successfully with other devices during the procedure. The device was removed from the patient intact (in one piece). There was no reported injury to the patient. The device was stored according to the instructions for use (IFU). There was no difficulty removing the device from the hoop, removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepped per the IFU. The device prepped normally and was able to maintain negative pressure. The intended lesion was in the common iliac. The lesion was noted to have moderate calcification. The vessel was also noted to have moderate tortuosity. The lesion had an 85% stenosis. The device was not being used to treat a chronic total occlusion (cto). The device did not have difficulty while advancing through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The device was inflated one time prior to removing from the patient. The balloon was inflated and deflate. The device will not be returned for evaluation.